Event description:
Missing the stop collar [device issue]. No adverse event [no adverse event] . Case narrative: this spontaneous report concern of device issue and no adverse event in a female patient (age and race not reported) from the united states. The patient¿s age at the time of experience was not reported. On 17-may-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's twinject/adrenaclick (epinephrine). The patient was being treated with epinephrine auto injector (strength, dose, frequency, route and therapy dates not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date, the patient noticed that the stop collar of the epi pen was missing. No further information was reported. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 31-may-2024. New information received includes qa investigation report, attached with this case. On 17 may 2024, amneal product complaints received a product complaint for epinephrine auto-injector strength and lot unknown, ¿missing yellow stop collar¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿other ¿ missing component¿. A cmo pfizer investigation was not warranted as the reported complaint was related to the assembly of the epinephrine auto-injector at the cpo phillips. The cpo phillips performed an investigation. Phillips performed an investigation on the epinephrine auto-injector strength and lot unknown. The controlled annual product reports from may 30, 2022, to may 29, 2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. There have been 2 other, similar complaints reported in the complaint category ¿missing component¿ in the past 24 months. The 2 similar complaints were determined not to be manufacturing related. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. As there was limited information provided for this reported complaint, such as the lot number or strength and the complaint sample was not returned, a root cause related to user error could not be determined. To note on june 01, 2020 amneal issued a product safety advisory (psa) whereas certain lots of epinephrine injection, usp auto-injector 0.3 mg may be missing its yellow ¿stop collar¿ potentially causing medication overdose. All affected lots which were identified under the psa were manufactured in 2019 and 2020 and have since expired. The investigation associated with epinephrine injection usp auto-injector strength and lot unknown for the complaint category - other - missing component, for the reported complaint confirmed that all auto-injectors released to market were manufactured in accordance with approved batch records. Retain sample review was not performed as the lot information was not provided. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Missing the stop collar [device issue]. No adverse event [no adverse event]. Case narrative: this spontaneous report concern of device issue and no adverse event in a female patient (age and race not reported) from the united states. The patient¿s age at the time of experience was not reported. On 17-may-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's twinject/adrenaclick (epinephrine). The patient was being treated with epinephrine auto injector (strength, dose, frequency, route and therapy dates not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date, the patient noticed that the stop collar of the epi pen was missing. No further information was reported. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.